Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer alleged the occlusions were a result of the cartridge pigtail becoming kinked due to the way in which the customer wears the pump. The customer experienced an elevated blood glucose (bg) level which was addressed by performing supply changes and delivering correction boluses; no exact bg value was provided. The occlusion alarms were resolved by manipulating the cartridge pigtail to become straight and resuming insulin deliveries. After resuming insulin deliveries the customer's bg level returned to target range. Tandem technical support advised the customer to prevent abrupt temperature changes to the pump as the customer wears the pump against their skin.